Event description:
It was reported that the patient sometimes experiences pain in her hip. The patient has received letter but has not spoken with her surgeon since receiving letter. The patient did not want to offer any info regarding her hip implant.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.